Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was received with cracked reservoir tube lip and minor scratched liquid crystal display window.

Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose was 214 mg/dl. The customer was treated with insulin pump. The customer reported that her insulin pump had a crack near the reservoir compartment. The customer was advised to discontinued the use of the insulin pump and revert to back up plan. The customer was advised that the insulin pump will be replaced. No further information was reported.